Event description:
A medtronic representative received a report that, while in a cranial procedure in (B)(6) 2014, the surgeon alleged a 2cm inaccuracy. The surgeon was using a non-medtronic product, an integra needle, with the medtronic suretrak tracker. The surgeon completed the procedure with the use of the navigation system. The patient may require a second procedure, however, no further details were provided.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Additional details to the description: the reported event extended the surgery by 40 minutes and the biopsy needle used is within the guidance for use in the suretrak clamp instructions for use.